Manufacturer narrative:
(B)(4). Date sent 7/17/2025. D4 batch #243d47. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc80 device was received with no apparent damage and with a reload present. The reload was returned fully fired with the swing tab in lock position. The wings of the reload were broken off and not returned. Damage was noted along the reload body and plier marks were present on the distal tip of the reload. The damages noted on the reload are related to improper use of the device. No functional test was performed due to the condition of the returned reload. The event of staple retention and retaining cap issues could not be confirmed as the reload was returned fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the echelon linear cutter 80mm is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 243d47, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the position of the firing knobs prior to firing? Where were the loose staples (proximal or distal)? Please confirm the shape of the loose staples. Please provide more details for "some of the staples were loose"? Did the staples protruded before firing? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel resection procedure, that when the surgeon went to slide the device on to the bowel, it was noticed that some of the staples were loose. Another like device was used to continue with the procedure. There were no adverse consequences reported.